Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the date of surgery was (B)(6) 2021. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2 fields d6b for explantation date have been updated to (B)(6) 2021. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned". Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 26, 2021, the mentor failure analysis lab received the device for evaluation. Two devices with the same lot number were received with no information regarding the left or right side. Hence, both devices were analyzed. This report includes analysis results for one of the devices and the other is being reported separately under manufacturer report number 1645337-2021-03858. Per the paperwork received with the device, the date of surgery was (B)(6) 2021. Hence, fields d6b for explantation date have been updated to (B)(6) 2021 on this form. On april 5, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sal smooth rnd diap 325cc breast implant was found to have two areas of missing material, missing material a on the posterior view and missing material b on the anterior view, measuring approximately 1.5 cm x 3.0 cm and 1.5 cm x 2.5 cm respectively. Microscopic examination was performed on the edges of the areas of missing materials, and parallel striations were found in an area of both missing materials, both measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. Reason for device explant and/or reoperation: left deflation. This report is for one of the two devices analyzed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with 325cc mentor smooth round moderate profile and experienced left side breast implant deflation postoperatively diagnosed via physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.